Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned, analyzed, and no anomalies were found. The analyst noted on device interrogation that the gray bar had recovered. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had premature battery depletion prior to implantation. The battery indicated the voltage was low due to the cold but the device had been stored in a heated area. There was no patient involvement.